Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements. Surgical intervention was performed and the lead capped and was replaced without incident. No additional adverse patient effects were reported.